Manufacturer narrative:
A supplemental report will be submitted once investigation occurs.

Event description:
The customer reported with skin irritation and puffiness on cheek and eye area . Gp advised to stop using mask.